Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and the supplemental medwatch report.

Event description:
The customer reported the image suddenly turned pitch black while using a video system center during a diagnostic colon examination procedure. When the nasal scope was reconnected, a black and white image appeared, so the intended procedure was completed using the black and white image.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: b5, d4, g2, h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the colon examination procedure, the images of the video system center sometimes became dark after about 30 minutes of use. The procedure was completed using the same set of equipment. There were no reports of patient harm.